Event description:
Country of complaint: (B)(6). Complaint: detachment of rotate dial. On (B)(6) 2014 when the customer opened the instrument set before a surgery, he found that the rotation dial of this product was detached. The product was not used during surgery. The customer mentioned that he used this product in previous surgery. However, he could not determine the when the breakage of the device occurred. Therefore, it is possible that fragments remained in the patient at the first surgery.

Manufacturer narrative:
U.s. Reporting agent notified on: 03/23/2015. Manufacturing site evaluation: product is not available for investigation. A final reason for the detachment cannot be determined.